Manufacturer narrative:
(B)(4). An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found that all power cords were plugged in the same power strip (multi-plug). As a precaution, the fse replaced the erbe generator and also advised the customer that it is not recommended to have all power cords connected to the same power line. The system was tested and verified as ready for use. Isi has not yet received the replaced component as well as the mcs instrument and mcs tip cover accessory used in the procedure for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. Based on the information provided, it appears as though the arcing event can be attributed to possible use-error as the surgeon energized the mcs instrument in close proximity to the fbf instrument. "Warning: exercise caution when working with monopolar instruments close to other instruments. Unintended energy may be delivered from the active monopolar instrument to a second instrument. This could result in burns to tissue in contact with any of the second instrument¿s metal parts or its cannula. To exercise caution in these scenarios, the monopolar tip should be closer to the tissue than to the second instrument. A follow-up MDR will be submitted if the products are returned and evaluated and/ or if additional information is received. A video of the procedure provided by the customer was reviewed by the isi clinical development engineering (cde) team and the following information was obtained: there was a lot of eschar on tissue and instrument tips. Looks like a prostatectomy case. The mcs instrument was working very closely to the fbf instrument. Damage to tip cover before the arcing event is unclear because of biodebris, but there may have been tearing or perforations at the distal end of the tip cover. Arcing event occurred when mcs was activated while the wrist was in contact with the fbf instrument. Biodebris on the mcs tips also ignited, flame spread to rest of tip cover surgeon attempted to put out fire with fbf tips, which leads to part of the burning tip cover falling into the patient. This also spreads ash across tissue and fbf tips. Ash also falls below cannula from the instrument removal. There also looks to be some charred tissue in this area. The assist uses irrigation with suction to clear surgical space. Clinical lab investigation was carried out by the cde team and the following findings were obtained: lab performed in a porcine model, insufflated with airseal. Mcs instrument from december event used as well as fbf instrument. Energy settings used: swift coag 4, forced coag 4, swift coag 8. Arcing induced with mesenteric tissue and gauze in grips of fbf instrument. Flames/plasma observed with char induced on gauze and tissue. Flame did not spread on mcs tip cover accessory or gauze (suppressed immediately in co2 saturated environment). The incident of flame spreading across the mcs tip cover accessory could not be replicated/confirmed. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. This complaint is reportable due to the following conclusion: during a da vinci-assisted radical prostatectomy procedure, the mcs tip cover accessory burned after an arcing incident occurred between a mcs instrument and a fbf instrument. After the event occurred, parts of the burnt mcs tip cover accessory fell inside the patient and charred tissue was observed. It is unclear what medical intervention, if any, was administered due to the debris that fell inside the patient and the charred tissue. The root cause of the intra-operative complications is unknown. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fieldsare not applicable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy procedure, the monopolar curved scissors (mcs) tip cover accessory burned after a mcs instrument was energized in close proximity to a fenestrated bipolar forceps (fbf) instrument. Arcing of electrical energy occurred close to the mcs instrument tip. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no errors recorded. The procedure was completed robotically as planned. Isi followed up with the isi clinical sales representative (csr) and obtained the following information: the mcs instrument and mcs tip cover accessory were inspected before use. Arcing occurred when surgeon was dissecting tissue and mcs instrument coagulation was activated. A monopolar cord was not connected to a bipolar instrument. The generator used was an erbe vio dv. The incident occurred at the beginning of the procedure. The other instruments used were fbf and prograsp forceps. The instrument tips did not collide. There was no contact with clips, staples, or sutures during the arcing incident. The jaws of the mcs were not immersed in liquid nor contaminated by carbonized material. The surgeon believes that the cause of the arcing was due to too much monopolar energy being activated. There was no injury to the patient and the patient has not returned to the hospital due to the arcing incident. According to the csr, the surgery took longer than expected to clean all the debris and ashes. The mcs instrument from the surgery on may 2nd was on its first use. No lubrification nor alcohol solution are used on the instruments prior to its use. The instruments are available for analysis. Per the csr, the hospital connects to insufflation lines through wall connections, which are different for co2 vs other gases so that incorrect connections are prevented. The site uses air seal cannulas for insufflation, as well as 5mm cannulas for aspiration and a port for liver retractors (reusable cannulas). Neutral pads are generally placed on leg (inner thigh) and the site rarely uses 2 pads at once. The erbe settings were swift coag 4. The hospital is new (about 1.5 years old) and has been using the da vinci system throughout. The hospital follows a regular maintenance schedule for the system. The csr indicated that it was confirmed that the site had used regular air instead of co2 for insufflation. The outlet with regular air is out of use for now and the site is using another outlet in the same room with co2. Isi made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Corrected information can be found in the following sections: additional information can be found in the following sections: on 13-jun-2022, additional information was obtained from the intuitive surgical, inc. (Isi) clinical sales representative (csr): the cannula was inspected prior to use and no damage or anything out of the ordinary was noticed. A reducer was not used during the procedure. The monopolar curved scissors (mcs) instrument and mcs tip cover accessory were properly installed during the surgical procedure. There were no issues with the functionality of the mcs instrument prior to the incident. The arcing seemed to have appeared from the mcs instrument to the fenestrated bipolar grasper instrument. When the mcs tip cover accessory started the burn, the mcs instrument and tip cover were removed immediately. At the time of the event, the surgeon was performing dissection and cauterization. In addition, the mcs instrument was not in contact with tissue; however, the fenestrated bipolar grasper instrument was in contact with tissue. The jaws of the mcs instrument were no immersed in liquid or contaminated by carbonized tissue. Furthermore, there were no instrument collisions and the tips of the mcs instrument were not in contact with staples, clips, or sutures while energized. It is believed that the cause of the event was due to room air being inserted into the abdominal space instead of co2. The patient has not returned to the hospital due to any post-operative complications. The erbe unit was returned for failure analysis, but the reported failure could not be reproduced. The unit has intermittent touchscreen issues. As a safety precaution the unit will be returned to OEM for further investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 5/26/2023, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the monopolar curved scissors: the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was tested for energy delivery on an in-house system. Energy was delivered during multiple attempts without any issues and the electrical continuity test passed. The instrument delivered energy as normal and did not burn unexpectedly. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional. Visual inspection was performed and there was no damage found. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h10/h11 for follow-up information.